Event description:
A customer reported receiving a "ck/ke check ketones" message on her adc precision xtra meter. The customer stated that when she received the "check ketones" message, "the reading was higher than she felt and she called her doctor and they told her to go to the hospital and they said it was a defective meter and to call us." The customer reported experiencing an unspecified injury related to this issue, but declined to complete a medical survey. Several attempts were made to contact the customer for further information, without success. There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. The date listed is the date abbott diabetes care became aware of the issue. The date of manufacture is unknown. The date listed is the date abbott diabetes care became aware of the issue. It should be noted that a "ck ke/check ketones" message is a warning message that will appear with a blood glucose reading above 300 mg/dl on a precision meter.